Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient's blood glucose was found to be down to 34 mg/d; the reporter stated that the patient was treated with oral carbohydrate and the patient's blood glucose rebounded to over 600 mg/dl. The reporter stated that the patient's site was changed a bolus was delivered and an injection was given resulting in the patient's blood glucose dropping to 43 mg/dl and the patient had a seizure. The patient was reportedly taken to the hospital where the patient was observed for 24 hours prior to discharge. At the time of the call the patient's blood glucose was 64 mg/dl and the reporter stated that the patient's blood glucose had not fully stabilized yet. The pump was reviewed with the reporter. The reporter confirmed that the pump settings were appropriate. The pump alarm history showed that the last alarm was a low battery alarm on (B)(6) 2013; the reporter confirmed changing the battery at the time; the next alarm dated back to (B)(6) 2012. The pump bolus history showed several boluses delivered on (B)(6) 2013 all of which were completed. A two unit air bolus was performed and the pump delivered successfully with no issues. This report is made based on the allegation that the patient experienced the initial hypoglycemic event of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose for the current pump history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications; there were no alarms or warnings duplicated during testing. No delivery related defects were found during testing.